Manufacturer narrative:
In response to FDA report number: mw5112591. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "lymph node swelling".

Event description:
Patient reported via regulatory agency right side "lymph node swelling", "immune and mental health problems from 14 year old allergan saline filled silicone shell breast implants", and "pain". Patient additionally reported the following events, which are not device-related: "migraines", "jaw inflammation", "fatigue", "severe dry eyes and mouth¿, and "positive ana blood test¿. Device has been explanted.